Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that the reason for ipg explant was due to patients no longer receiving therapy from the device.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.